Manufacturer narrative:
Additional information was received on january 8, 2020. The device was a new device and not a sterilmed reprocessed device. A stryker handpiece was used. The tip portion of the blade broke. There was no difficulty noticed before the device broke. There were no specific procedural or patient circumstance that contributed to the break. Replacement device of the same type was used to complete the procedure successfully. There was no patient injury or patient consequence. Per the additional information received, this device is not a sterilmed device therefore this event is not MDR reportable. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Date of event, exact date is unknown, however this occurred in (B)(6) 2019. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a (B)(6), female patient underwent a total knee revision with a reprocessed saw blade sagittal dual cut and the reciprocating saw blade broke during the procedure.